Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
An event involved a micro clave connector stated that the nurse used the connector to administer the infusion to the patient. After connecting, upon checking the tubing, it was found that there was leakage at the connector. Then the nurse replaced the set immediately for the patient to complete the infusion and no further problems occurred. There was patient involvement and no reported patient harm / adverse event.